Event description:
It was reported that phrenic nerve stimulation was observed on the left ventricular (lv) lead. No malfunction was alleged against the lv lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.